Event description:
It was reported during emergency cardioversion using the programmer for a patient in vt (ventricular tachycardia) at a rate below his vt rate on his ICD (implantable cardioverter defibrillator), the programmer software froze. The patient received commanded emergency cardioversion (two shocks were delivered to the patient). Programmer had to be turned off then on to undo the software freeze. The programmer is being returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during emergency cardioversion using the programmer for a patient in vt (ventricular tachycardia) at a rate below his vt rate on his ICD (implantable cardioverter defibrillator), the programmer software froze. The patient received commanded emergency cardioversion (two shocks were delivered to the patient). Programmer had to be turned off then on to undo the software freeze. The programmer is being returned for service. No patient complications were reported as a result of this event. It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the software engineering department reviewed the log files and this could not confirm the reported event. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. This was determined to be unrelated to the reported event. Also, the keyboard hinges were broken and the system fan was noisy.